Event description:
Customer had an infection at the site when using ultraflex infusion set. Customer has bruising and redness at the site. Customer states insulin was pooling at the site and coming out of his body. Customer went to the doctor on (B)(6) 2014 and received an antibiotic ointment for the infection. Customer discovered leak at the doctor's office when doctor was inspecting infection. Ultraflex infusion set has been discarded and not available for return. Replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.